Manufacturer narrative:
Device analysis performed on the returned lead revealed that the lead was cleanly cut approximately 28 cm from the distal end of the lead. The proximal portion of the lead was not returned and electrical testing was unable to be performed due to the cut lead body. This damage is typically a result of an explant procedure and is not considered a failure. Therefore, based on all the available information, the cause of the reported event was unable to be established.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure to replace the implanted scs system to allow for future magnetic resonance imaging (MRI). However, during the procedure, high impedances were discovered on one of the originally implanted leads. The lead was explanted and replaced as originally intended. There were no reported patient complications postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure to replace the implanted scs system to allow for future magnetic resonance imaging (MRI). However, during the procedure, high impedances were discovered on one of the originally implanted leads. The lead was explanted and replaced as originally intended. There were no reported patient complications postoperatively.